Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin was not observed exiting the tubing during the loading sequence. Customer changed the cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.